Event description:
The device was removed due to "tubing break at the cylinder-deflated about 10 months ago." As reported to co the cylinders and assembly kit were replaced and removed, leaving the rest of the device in place.